Event description:
Excessive knee pain - revision of left knee - tep due to infection and loosening.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.